Event description:
Procedure type: ladg. According to the reporter: clip malformation. No pt injury. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss. The staple formation problem was corrected or treated by use of a new dlu.

Manufacturer narrative:
(B)(4).